Manufacturer narrative:
Additional info has been requested regarding this event. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a perforation of the iliac vessel occurred requiring placement of a stent. The lesion being treated was 2-3 cm long, highly calcified and 95% stenotic. It was located in the external iliac artery which demonstrated moderate tortuosity and a reference vessel diameter of 7 mm. The physician used a 7f introducer sheath from a retrograde approach to access the target lesion. A 1.25 solid crown oad was used to create a pilot hole through this subtotal occlusion and to initially treat lesions in both the external iliac and common femoral arteries. Two 30-40 sec runs were performed at each speed (l, m, h) for a 6-run total run time of 4 mins. The oad was then up-sized to a 2.25 solid crown and two 30 sec runs were performed (one each at low and medium speeds) for a total run time of 2 mins. The physician took a break between passes and set the oad on the table. Angiograph images were taken and a minute or two passed. Upon restarting the oad, the crown would not spin and a nitrogen leak could be heard from within the oad handle. All gas connections were checked and re-connected, but again, the oad would not spin. Further evaluation of the angiogram images revealed a perforation in the iliac vessel. The physician abandoned additional atherectomy treatment and treated the perforation with pta/stent therapy and the case was successfully completed.